Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of unable to infuse is confirmed and the cause appears to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for investigation. A label with patient information and product lot: recz1884 also returned. The catheter extended up to the 48 cm depth marker. Use residue was present within the device. The catheter was flushed with water using a 12 ml syringe and was found to be partially occluded. Microscopic observation of the distal end of the catheter revealed a white material. The distal two cm of the catheter was observed to contain the source of the occluding material. The catheter was cut and the material was observed. The internal material was a white-brown color. The residue appeared to dry out to a powder form. Since the source of the occlusion appeared to be residual material introduced during the use of the device, the complaint is confirmed to be use related. A lot history review (lhr) of recz1884 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC was inserted may 13 with ultrasound guidance and sherlock technology. PICC flushed and aspirated well. Alleged occlusion of catheter noted (B)(6)2019. 2 doses of cathflo administered, and left overnight. May 29, PICC flushed with resistance, no blood return. PICC removed may 29, and replaced with a new one. After PICC removed, PICC was flushed externally, and resistance was still noted. No visible external source of occlusion.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recz1884 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC was inserted (B)(6) with ultrasound guidance and sherlock technology. PICC flushed and aspirated well. Alleged occlusion of catheter noted (B)(6) 2019. 2 doses of cathflo administered, and left overnight. May 29, PICC flushed with resistance, no blood return. PICC removed (B)(6), and replaced with a new one. After PICC removed, PICC was flushed externally, and resistance was still noted. No visible external source of occlusion.